Event description:
It was initially reported the pt experienced cramping in a very specific place when stimulation was turned off and never had therapeutic effect. The company representative conveyed the cramping was "not stim related." The rep also said they were having difficulty capturing stim although a lot of contrast was used. They shut it off for a day and allowed the pt to recover from cramping and any fluids used during the case to absorb and then tried to stimulate. It was later reported that another lead was used and inserted higher up at another vertebral body and the pt had coverage. It was questionable whether or not the pt had fluid or scar tissue. The initial lead was lost and will not be returned for analysis. The pt had a positive trial.

Manufacturer narrative:
(B)(4).